Event description:
It was reported that the target lesion was located in the mid circumflex with mild tortuosity, heavy calcification and 95% stenosis. The ht powerturn flex guide wire was easily placed without resistance. Direct stenting was attempted with a non-abbott drug eluting stent (des), without success. Pre-dilatation was then performed with a 3.0 x 15 mm trek balloon. Upon retraction of the trek balloon, some resistance was felt with the powerturn guide wire. The non-abbott des was then re-advanced and it was very difficult to advance over the guide wire as resistance was encountered, especially just after exiting the guide catheter. The powerturn guide wire was removed and replaced with a non-abbott guide wire. The same non-abbott des was used again and was able to be advanced easily over the non-abbott guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: trek 3.0 x 15 mm; stent: orsiro des. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.